Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was unknown at the time of incident. The customer reported alarm no delivery during basal and bolus. During troubleshooting the insulin pump insulin exited easy with a manual prime, however manual prime with the insulin pump failed. The insulin pump will not be returned for analysis.